Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was damaged. Additionally, it was reported that the cartridge did not fit onto the pump. Reportedly, the cartridge was changed to address the issue. There was no impact to customer¿s blood glucose.